Event description:
It was reported that the patient presented remotely with recorded episodes of ventricular fibrillation (vf), and inappropriate anti-tachycardia pacing (atp) was delivered. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed. The patient's condition is unknown.